Event description:
The customer reported the device is unable to not shock above 70 joules and a configuration lost message is appearing on the screen. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Philips field service engineer evaluated the device and was not able to duplicate or confirm the customer's reported problem. It was reported that there was no evidence to support that the energy was not going beyond 70 joules. All performance tests passed and the device was put back into service. There have been no further calls related to the customer's reported energy delivery related problems with this device. Because philips could not duplicate the problem and because the customer has not called back with any further related problems, we are unable to confirm the failure or determine a cause. No further investigation is possible and none is warranted at this time.